Manufacturer narrative:
The device involved in the event will not be returned for eval as it remains implanted in the pt. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: product family: intuitrak model: 28-28-75l. Infrarenal aortic extension, lot: wo80616.

Event description:
It was reported the pt had a procedure on (B)(6) 2008 with a bifurcated and infrarenal. Upon follow-up, computed tomography angiography revealed a possible type 3b endoleak from the bifurcated or a distal endoleak from the left limb of the graft. The type of endoleak is unspecified because the origin of the leak is uncertain at this time. Treatment for pt is planned for (B)(6).

Manufacturer narrative:
Based upon the investigation findings, the reported type 3b endoleak was inconclusive, but there was evidence of a type 1b and il endoleak. The patient underwent an endovascular repair of a type ib endoleak from the left common iliac artery. A left hypogastric coiling and non-endologix left limb extension to the external iliac artery was performed, which successfully mitigated the endoleak. The final patient disposition could not be established, however, it was reported that there was a good outcome from the second, subsequent procedure. A manufacturing record review was performed. The lots met all release criteria prior to release for distribution.

Event description:
Additional information from 10/09/2015: for the examination of the possibility of type 3b endoleak, angiography was performed, occluding left common iliac artery with a balloon catheter. No endoleak was observed. . Another angiography was performed, sending contrast agent up from a sheath. Endoleak was found, thus it was confirmed to be type 1 b. Coil embolization was performed at left internal iliac artery. An iliac excluder pxl161207 (gore) was placed between left common iliac artery and left external iliac artery. Angiography was performed. No endoleak was observed. The procedure was successfully completed.